Event description:
It was reported that the user experienced a low blood glucose of 39 mg/dl after an event described by the healthcare team as a partial occlusion of the infusion set, and a trial of a tru-steel/contact detach set was arranged following address confirmation. Customer care provided support that included communication with the user and clinicians, and analysis of information provided by them. Investigation of this case revealed an obstruction of insulin flow associated with the connector/coupler, consistent with a deformation-type problem. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no lasting health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.